Event description:
Medtronic received information regarding two axium coils that had resistance in the catheter and were stretched. The patient was undergoing a coil embolization procedure to treat a ruptured saccular intracranial aneurysm in the left hemisphere. The aneurysm max diameter was 5mm and the neck diameter was 3mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared per the instructions for use (IFU). The complaint coil was being used in the final stage after other coils had been successfully delivered. Resistance was felt during delivery of the coil in the microcatheter so it was pulled out. Coil stretch and wire drawing was observed. The coil was replaced with another of the same model/lot and the same issue occurred. The coil was replaced again to complete the procedure. There was no harm or injury to the patient associated with this event. Additional information received that the resistance was located in the middle section of the catheter. The coils came out of the introducer sheath smoothly. The catheter was not a medtronic product. The continuous catheter flush was administered per IFU during the procedure.

Manufacturer narrative:
H3: product analysis of apb-1-2-3d-es, lotno:227264337 visual inspection/damage location details: no damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found broken from the detach element at the coil shell weld with the polypropylene filament also broken. The implant coil was not returned for analysis. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The customer report of ¿coil stretch¿ was also confirmed as the coil likely stretched prior to breaking. The customer did not report any damages or resistance in sheath during preparation; therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, vessel tortuosity as moderate, and another coil successfully delivered after the two failed devices. Therefore, the root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.